Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. Customer's blood glucose was unknown. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, prime seating test and basic occlusion test. All buttons function properly. No damage was found on the keypad assembly noted. The connector on the printed circuit board was inspected and properly connected. The insulin pump was received with scratched case and fading serial number label.